Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the heater line of the homechoice cassette and the heater bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill one of three of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between the heater line of the homechoice cassette and the heater bag that led to this alarm. Renal therapy services (rts) discussed proper procedures per the user manual with the caregiver (cg). Rts assisted the cg to disconnect and start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.